Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair and a reported artery occlusion and a subsequent stroke. The cormatrix ecm for carotid repair was used for carotid artery repair. The physician stated that the pt was a (B)(6), high-risk pt who had previously undergone heart surgery. The physician explained that 17 yrs ago, the pt underwent bypass surgery, and in 2003 suffered a stroke with no residual effects. On (B)(6) 2012, the pt was taken into surgery at 9:00 am. First, the pt's radial artery was removed from the pt's arm and the arm was subsequently closed. Next, the physician repaired the pt's carotid artery using the cormatrix ecm for carotid repair. Lastly, the physician performed a re-do coronary surgery, in the recovery room, the pt's carotid artery occluded and the pt subsequently suffered a stroke.

Manufacturer narrative:
The cause of the occlusion and subsequent stroke is unk; however it is likely that the high-risk factors of the pt caused or contributed to the event. At this time, the exact status of the pt's health is unk.